Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned in opening position, with the knife partially advanced and with one gst45d reload present. The reload was received unfired. During the inspection, it was noted that the knife could not be returned. After further investigation, the analysis showed knife wings was out of position, prevents the anvil from closing. The knife was returned to home position manually and then, the device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached out on what cause the knife partially advanced and knife wings out of position. A manufacturing record evaluation was performed for the finished device batch number 519c84, and no non-conformances related to the reported complaint condition were identified.